Event description:
It was reported prior to use the lid was discovered that lid would not close with a bd sharps¿ coll chemo 19gal yellow. The following information was provided by the initial reporter: it was reported that the lid will not close. Injuries or adverse event: no

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/28/2020 h.6. Investigation: the sample was received for an investigation. It was reported that the lid will not shut. However the sample provided was found shut and actually could not be opened. The lid was locked. A review of the device history record and non-conformance material report was performed and there were no issues reported like ¿lid will not close¿ for the same part number throughout the last twelve months and did not identify any nonconformance. Furthermore, the current process was evaluated and confirmed this set of lids are packaged with a plastic strap which prevents the permanent closure of the sliding door. A set of lids come packaged with a plastic strap which does not allow the final closure activation on the sliding door. There appears to have been a repackaging issue which occurred during distribution and was not related to the manufacturer. The root cause is incorrect packaging during distribution. The secure strap to keep the sliding door open was removed and the final closure was activated. H3 other text : see h.10

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use the lid was discovered that lid would not close with a bd sharps¿ coll chemo 19gal yellow. The following information was provided by the initial reporter: it was reported that the lid will not close. Injuries or adverse event: no.